Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, post procedure, after successfully placing the stent, an x-ray was performed and it was noted that the tip of the delivery system had detached and was inside of the pseudocyst. The detached tip was left inside the pseudocyst and the physician was comfortable leaving the tip in place. There were no further patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.